Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage post deployment occurred. The 20mm x 3.5mm, eccentric, graft anastomosis target lesion was located in the non-tortuous and non-calcified saphenous vein graft (svg) of proximal to mid right coronary artery (rca). A 20 x 3.00 promus premier¿ drug-eluting stent was implanted to treat the lesion. Subsequently, a 3.25x12mm non-bsc balloon catheter was advanced for post-dilatation of the proximal end of the stent. However, during introduction of the non-bsc balloon, a deformation was noted in the proximal stent struts. A non-compliant balloon catheter was then advanced to perform post-dilatation at the proximal segment of the stent and the procedure was completed. No patient complications reported and the patient's status was stable.